Event description:
The suspect device result was 400 mg/dl. The user dosed insulin and passed out. They became coherent and drank juice and mountain dew. They did not seek medical treatment. Controls were not used. The device was replaced and requested to be returned for evaluation.